Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's pulse generator revealed the right atrial (ra) lead loss of capture and under-sensing due to lead dislodgement. Fluoroscopy imaging performed on the (B)(6) 2024 showed the ra lead was dislodged. The ra lead was explanted and replaced. The patient was asymptomatic and stable throughout.